Manufacturer narrative:
(B)(4). Dyspareunia. It was reported that patient had partial mesh removed on (B)(4) 2008 and removal and repair on (B)(4) 2009. The patient has undergone several cortisone injections for pain. This was all due to mesh erosion with vaginal pain ,dyspareunia, and bleeding with bm.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, recurrence, discharge, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01366. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a transvaginal excision of a previously placed anterior vaginal mesh and removal of a transobturator midurethral sling on (B)(6) 2013 due to pelvic pain, dyspareunia and mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced erosion of the vaginal wall and other tissues and infection. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.